Event description:
It was reported that a patient presented in the hospital for generator change due to normal eri. Output anomaly and impedance measurement anomaly were observed. Due to suspected externalized conductor on the lead, the device was electively replaced with a new lead and new device. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed via review of programmer printouts. An alert for a possible high voltage lead issue was noted. The device was tested on the bench and using automated test equipment and no anomaly was observed. The device is normal.